Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens peeling issue could not be determined, however, the issue was likely due to stress of repetitive use, external factors and or user hand handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, 3.3 inspection of the endoscope ¿4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the sterilization cap mounting part pin of the endoeye flex deflectable videoscope was damaged. Inspection and testing of the returned device found the objective lens was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of damaged connector was confirmed. The device evaluation found adhesive on the distal end was chipped. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Switch 1 had discoloration. The video connector had a crack. In addition, the distal end, the universal cord, and the video connector were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.